Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing "uncontrolled" high blood glucose (bg) levels (284-380 mg/dl). The customer changed the supplies on the pump multiple times. A bolus via the pump would be delivered to address the bg level. The customer was concerned that the pump was not functioning properly. Tandem customer technical support (cts) had the customer perform a system check using the current supplies and the pump was found to be functioning as intended. The customer thought that hormones (postpartum) may be the cause of the high bg. Cts advised the customer to discuss the bg level with a healthcare provider.